Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a sensor error message upon scanning the adc device and therefore could not obtain readings. The customer experienced symptoms described as sweating, numbness, moments of absences, and loss of consciousness. Emergency services were called and customer was treated with glass of water with sugar for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh009d0zx0 has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a sensor error message upon scanning the adc device and therefore could not obtain readings. The customer experienced symptoms described as sweating, numbness, moments of absences, and loss of consciousness. Emergency services were called and customer was treated with glass of water with sugar for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.